Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during initial testing intermittently; trouble-shooting was unable to verify a suspect component or assembly. The device was put through extensive testing without duplicating a fault to the device following trouble-shooting. The pace/defib engine board was replaced as a pre-caution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to pace. Complainant indicated that the clinician obtained three other r series devices (sn: (B)(6) to continue treating the patient, however all three additional devices were also unable to pace the patient. Complainant indicated a fifth device was used to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.